Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number and for this failure mode. Visual evaluation: one denali femoral sheath was returned for evaluation. The filter was found to be returned in the sheath body. No anomalies noted to the sheath. Functional/performance evaluation: the introducer sheath was cut in order to remove the filter. The removed filter contained all 6 legs and 6 arms which were present and intact. No skiving observed inside the introducer sheath segment. The hub of the returned introducer sheath was sliced open longitudinally and there were no gaps or skiving present. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: this complaint investigation is confirmed for failure to advance, as the filter was returned in the introducer sheath. The investigation is inconclusive for dislodged or dislocated as the pusher catheter was not returned and imaging during the procedure was not returned in order to confirm the failure. Labeling review: labeling/review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a filter deployment procedure, difficulties advancing the filter in the deployment sheath were experienced. The filter became separated from the pusher pad and could not be advanced for deployment. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.